Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the foreign object was a non-olympus cleaning brush. There was no physical damage at foreign object detection point. It is unknown if there were any deviations in reprocessing. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where there is a gap on adhesives on the bending section, the plastic distal end cover is damaged, the bending angulations are out of specification, and the brush is stuck during cleaning process. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (oekg) was informed via repair request by the nurse at the user facility that the evis exera iii gastrointestinal videoscope has a reported ¿brush is stuck during cleaning process¿. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the foreign object that cannot be removed with possible insufficient cleaning of the scope.

Manufacturer narrative:
The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.